Event description:
It was reported that during device interrogation the day after implant, the patient's right atrial (ra) lead was discovered to be dislodged. The lead dropped into the right ventricle, resulting in oversensing of the qrs wave. On (B)(6) 2025, x-rays were performed, and dislodgement was noted. The physician elected to reposition the lead that day. There were no patient consequences.